Event description:
It was reported that the pt had degraded benefit from his cochlear implant. Testing in situ carried out on (B)(6) 2012, shows 2 electrode channels with elevated impedance, 2 channels in status hi, and 2 channels involved in a short circuit.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.